Event description:
It was reported that a meal announcement was initiated on an ilet system but stopped at 57 percent, after which the user pressed ok and was unsure whether delivery completed; device data showed 3.1 units delivered, which the family perceived as lower than typical, and an occlusion alert was reported on the ilet. Symptoms included concern for underdelivery of insulin with potential for hyperglycemia. Outcomes included continuation of insulin therapy after troubleshooting without need for medical intervention. Investigation included guided user inspection of the cartridge and tubing, identification and removal of an air bubble in the cartridge, disconnection and occlusion check along the steel 6 mm contact/detach infusion set, cartridge and tubing rewind with confirmation of insulin drops, and cannula fill, followed by resumption of therapy and monitoring advice. Investigation of this case revealed an air bubble and no persistent occlusion or blockage after purge and refill, consistent with interrupted delivery associated with air in the cartridge or tubing. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable flow interruption due to air in the fluid path.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.